Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity/race was not provided for reporting. UDI # (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported that she orally used 10 ml twice a day of listerine sensitivity mouthwash for tooth sensitivity following a filling.  The consumer reported that she developed swelling of her throat and voice box. Consumer started using the product approximately four-five weeks ago and last used the product on (B)(6) 2018. The consumer¿s symptoms have improved since she stopped using the product. She consulted a health care professional who prescribed prednisone to treat the swelling and received two nasal scopes. Consumer is still experiencing swelling and some pain.